Event description:
It was reported to philips that the ECG connector was pushed in, with an inability to acquire leads ECG properly. There was no reported patient involvement or negative patient impact.